Manufacturer narrative:
Patient information provided. Actual patient weight was (B)(6) which was rounded up to the nearest whole number due to character limitations of the field. Correction to device information previously provided.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the spine clamp instrument was difficult to open when the surgeon was removing it. A small washer was discovered and appeared to have dislodged from the clamp. The washer piece was removed from the field with a small hemostat instrument to grasp the small piece. No additional imaging or instrumentation was needed to remove the washer. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable as part was discarded at the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect device was disposed of at the site and will not be returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.